Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized for re-evaluation. An upper digestive endoscopy was performed and the j-tube was found to be incorrectly positioned and an abscess on the abdominal wall and a buried bumper were observed. The duodopa therapy was temporarily discontinued. The patient's doctor will decide if the interruption in therapy will be permanent.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.